Manufacturer narrative:
The insulin pump had cracked and bleeding display glass on the liquid crystal display circuit board. The operating currents could not be performed due to the cracked glass. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was cracked. The insulin pump vibrated and fell to the floor. When they pressed the act button, random lines appeared. The customer was unable to use the screen. Customer's blood glucose level was 4.6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.